Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)

Event description:
During the review of knee surg sports traumatol arthrosc paper the following calaxo issues were noted. Pt presented post-operative condition with a new onset of prominent lump at the site of the tibial wound, 4-6 months following the procedure.